Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The implant was reported to have been performed "without anesthesia" and went well. According to the complainant, the patient developed an infection on an unspecified date. The patient is receiving antibiotics that are reportedly "taking care of it". The patient has received six radiation treatments thus far and has twenty-two remaining treatments. The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the (upn and) lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.